Manufacturer narrative:
(B)(4).

Event description:
It was reported inappropriate auto mode switching episodes were observed due to far r-wave oversensing. The patient was asymptomatic. A programming change to the atrial sensitivity setting was made.

Event description:
New information received states the most recent merlin transmission revealed the device triggered a non-sustained right ventricular oversensing due to post-paced t-wave oversensing. The event occurred due to a sudden increase in the atrioventricular delay triggered by the pacemaker mediated tachycardia response algorithm. The pacemaker mediated tachycardia detection was turned off. A couple of weeks later, more post-paced t-wave oversensing was detected. The new recommended programming changes were made during the device check. The patient condition was asymptomatic before, during, and after the event.